Event description:
This ICD was explanted due to patient death. It was reported that the cause of death was arteriosclerotic and hypertensive heart disease. An analysis has been requested.

Manufacturer narrative:
(B)(4) 2012. The analysis on this device is pending.